Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture and capsular contracture baker grade IV". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to partial date of event b3: "november/december 2024" was provided.

Event description:
Patient reported no complaint against the device. Later, healthcare professional reported "rupture and capsular contracture baker grade IV" with "significant pain and swelling". This record is for the right side. Device has been explanted and replaced with a non-abbvie device. Capsulectomy performed.